Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 489 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. Insulin flow blocked alarm during fill tubing was also reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulting flow blocked alarms noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked retainer.